Event description:
A report was received that the patient developed infection around the ipg site of which the physician believed that it was neither device nor procedure related. The symptoms included redness and swelling. Treatment was provided.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan 2x8 surgical lead 50 cm.

Event description:
A report was received that the patient developed infection around the ipg site of which the physician believed that it was neither device nor procedure related. The symptoms included redness and swelling. Treatment was provided.

Manufacturer narrative:
Additional information was received that the patient's infection was cleared up.